Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of an entire ams 800 artificial urinary sphincter due to unspecified reason.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of an entire ams 800 artificial urinary sphincter due to unspecified reason.